Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away at home. The caller stated that they have not received the death certificate yet, however, it is suspected that the customer had low blood glucose at night and had a heart attack. This is the preliminary information that was provided by the coroner to the spouse. The caller asked to end the call and the questions because it is more than they can handle at this time.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with no battery installed. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. Data analysis: there is no data listed for the dated of 12/10/2015 due to the insulin pump was received without battery installed.